Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient had an infection at the pocket site. The physician performed a wound wash and the patient was doing well. The ipg remain implanted in the patient.